Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens using the preloaded implantation system, model pcb00, the plunger rod bypassed the lens in the injector, the plunger overrode the lens. Part of the lens did touch the eye. There was no patient injury reported and the surgery was not delayed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 07/12/2016, device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The pcb00 preloaded insertion system was received. The plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The iol was observed stuck at the cartridge tube and tip. The leading haptic was observed not folded. Part of the lead haptic was observed out of the cartage tip section. No override issue was observed. The push rod tip was observed behind the lens in cartridge. The reported issue of override (iol handpiece rod overrides the lens in the cartridge) was not confirmed in the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing production order was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review did not identify a non-conformance report that was associated with this production order. A search on complaints revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and preparation/handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.